Event description:
Dealer called stating that the brakes on the l-3b scooter allegedly do not work. The dealer tested the brakes and allegedly the brake is not pulling any power from the battery. No injury alleged.